Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 180mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. Advised the customer that the insulin pump would be replaced. The mother stated that the device is not longer working and requested a replacement of the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had scratched display window.